Manufacturer narrative:
Two opened twenty five gauge trocar hub/cannula assemblies were received. The returned samples were visually inspected per facility procedure and were found to be conforming. The samples were then functionally tested for leaking and found to be conforming. A device history record review was conducted and it indicated that the product was released based on the products acceptance criteria. Due to an increased trend for leaking trocar, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. The returned samples for this complaint were visually and functionally conforming however, during investigation, it was identified that open valves can close over time and the investigation determined that the 2015 inspection practice that required valve manipulation after assembly onto the handle led to an increased occurrence of valve open conditions. However, a review of the manufacturing documentation for this reported lot confirmed that the reported lot¿s manufacturing period was after the inspection practice was removed from the manufacturing process. In order to improve performance of valves not impacted by the inspection practice, an investigation was opened and identified further actions to improve valve performance. Complaints will be reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. (B)(4).

Manufacturer narrative:
A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocar leaked when it was inserted causing the eye to become soft. The procedure was completed after replacing the trocar with another one. There is no harm to the patient. Additional information has been requested.